Event description:
During the procedure, friction occurred when advancing the enterprise stent (B)(4) in a middle section of the prowler select plus (mc) microcatheter (B)(4), and then try another mc but failed. Then, the device was changed to a new vrd to complete the procedure. Additional information indicated that the issue was that there was resistance while advancing and the delivery system stop advancing through the mc. No damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. During insertion, the vrd introducer was completely seated in the microcatheter hub, and no additional torque or manipulation was required to advanced or place the enterprise. A constant and dedicated saline source was used at all times through the microcatheter. The same microcatheter was not used with subsequent devices, and it is not going to be return for analysis. After the first enterprise vrd had the resistance, the enterprise and first microcatheter were removed as a unit, but a guidewire was used to exchange the microcatheter in order to maintain target site. The distal tip was not reshaped, and no damages were noticed on the enterprise vrd or mc after removal from the patient (delivery system/introducer/mc (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.). The vrd remained attached to the delivery system. No further information was available. No adverse event occurred, and the component (enterprise) will be returned for analysis, and no patient or vessel code information provided.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products reported under (B)(4).

Manufacturer narrative:
During the procedure, friction occurred when advancing the enterprise stent (enc452212/ 10288263) in a middle section of the prowler select plus (mc) microcatheter (606-s255x/15958487) and the devices were removed as a unit and target site was lost. Then, another mc was used, but failed. Then, the device was changed to a new vrd to complete the procedure. Additional information indicated that the issue was that there was resistance while advancing in the mc. No damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. During insertion, the vrd introducer was completely seated in the microcatheter hub, and no additional torque or manipulation was required to advanced or place the enterprise. A constant and dedicated saline source was used at all times through the microcatheter. The same microcatheter was not used with subsequent devices, and it is not going to be return for analysis. After the first enterprise vrd had the resistance, the enterprise and first microcatheter were removed as a unit, but a guidewire was used to exchange the microcatheter in order to maintain target site. The distal tip was not reshaped, and no damages were noticed on the enterprise vrd or mc after removal from the patient (delivery system/introducer/mc (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.). The vrd remained attached to the delivery system. No further information was available. No adverse event occurred, and the component (enterprise) will be returned for analysis, and no patient or vessel code information provided. (B)(4): one non sterile enterprise was received coiled inside of a plastic bag. The enterprise stent was received into the introducer tube with some dry saline solution residuals. The introducer tube was received mounted backwards. The involved microcatheter was not returned for analysis. No other anomalies were observed on the received units. The functional analysis could not be performed due to the introducer tube was received incorrectly mounted and does not match with the (mc) microcatheter hub. The enterprise stent was observed under a microscope and no anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10288263. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The mc was not returned for analysis, and review of lot 15958487 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure delivery wire unable to advance could not be evaluated due to the introducer tube was received incorrectly mounted and does not match with the mc hub and the functional analysis could not be performed. Additionally, the mc involved in the event was not received for analysis; therefore, the event was not confirmed. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review for both devices suggests that the failure could be related to the enterprise or mc manufacturing process. Therefore, no corrective action will be taken at this time. This is one of two products associated with (B)(4).

Manufacturer narrative:
Resistance occurred during advancing, and the microcatheter was exchanged over a guidewire to maintain target site. One non sterile enterprise was received coiled inside of a plastic bag. The enterprise stent was received into the introducer tube with some dry saline solution residuals. The introducer tube was received mounted backwards. The involved microcatheter was not returned for analysis. No other anomalies were observed on the received units. The functional analysis could not be performed due the introducer tube was received incorrectly mounted and does not match with the mc hub. The enterprise stent was observed under a microscope and no anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10288263. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The prowler microcatheter was not received for analysis, but review of lot 15958487 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of delivery wire inability to advance via the microcatheter could not be evaluated due to the introducer tube was received incorrectly mounted and does not match with the mc hub and the functional analysis could not be performed. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.